Event description:
It was reported that the patient experienced ineffective therapy/coverage. Impedance check revealed high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. The ipg was electively replaced as well. Reportedly, effective therapy was confirmed post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.